Manufacturer narrative:
Upon reassessment of the reported event, the vrs glenoid was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, the vrs glenoid was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2019 -05757.

Event description:
It was reported by the 411 group the patient underwent an initial shoulder antroplasty at unknown date. Subsequently the patient has been indicated for a revision due to infection and dislocation, however, a revision has not been reported. Attempts have been made and additional information on the reported event is unavailable at this time.